Event description:
Pt reports that there is a blood in their tubing that may be because the inv plus connector is not doing its job. Pt states that this is the second time they are seeing blood in their tubing. Pt reports it also happened last week and when they changed the connector, the issue resolved but then came back again. Rph advised the pt to do a new cassette mix and a new connector; pt did so while rph was on the line. Pt states they do not see blood in their tubing with this new cassette change. Rph asked the pt if they have noticed anything different on their IV line, pt states they have noticed anything different on their IV line. Rph advised pt to go to the ER to get their IV line checked if this issue occur again, pt voiced understanding. The pharmacy will send a request to the cnss team to follow up with the pt and will also notify the md office. No therapy interruption reported. The connector is not available for return. Connector lot number is unknown. No further info, details, or dates available. IV remodulin premix pt. Current dose: 74ng/kg/min via continuous IV infusion. Patient code: 4582. Device code: 1384, 2964. Reference report# mw5175550.